Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor, motor, and bearings, which were each replaced. Svc will repair and return the device to the customer.

Event description:
It was reported that the handpiece began overheating prior to the start of an oral surgery. There was no pt involvement. There were no adverse consequences reported as a result of this event.